Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation appears to be due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip detaching from one leaflet resulting in recurrent mr. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) grade 4. Two mitraclips were implanted (lot # 20511r228 and 11102r129) successfully, reducing mr to grade 1-2. On (B)(6) 2023, the patient returned for a non-abbott left atrial appendage occlusion procedure. During the procedure, the anesthesiologist noticed one of the previously implanted mitraclips (lot# unknown) had detached from one leaflet (single leaflet device attachment (slda)). The other clip was stable. Mr was described as severe. No further treatment or intervention was reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number of the clip that malfunctioned were not provided.